Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a monitoring voltage measurement of 2.68 volts, and then only three months later exhibited a monitoring voltage measurement of 2.63 volts and a charge time measurement of 21 seconds. There was a concern that the battery depleted earlier than expected by the medical personnel. The boston scientific technical services consultant did not recommend immediate device changeout. There was no report of adverse patient effect.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. At this time, there is no further information to provide. Therefore, the investigation is considered complete until such time that new information would become available.

Manufacturer narrative:
Most recently, there was additional inquiry as to charge time and device behavior. However, all indications of device behavior indicate that this device is performing within normal limits according to the labeling specifications of this device (extended eri charge time limit: > 26.1 sec from 3.00 to 2.55 v and this device has not reached these parameters to date). This device has cleared the shortened replacement window advisory behavior and has not yet reached elective replacement indicator. There have been no adverse patient effects associated with the behavior of this device. This report was originally filed in error, due to the tone of the longevity inquiry. The decision for this report has been amended.